Manufacturer narrative:
Evaluation of the returned velocity revealed a fracture in the mid-shaft. This fracture is likely the reported distal fracture. If the velocity is forcefully mishandled at an extreme angle during advancement, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a velocity delivery microcatheter (velocity), a non-penumbra guiding sheath, a non-penumbra catheter and a non-penumbra stent. During the procedure, after reaching the target location using the guiding sheath and catheter, the physician decided to use the velocity to assist in releasing the stent. While advancing the velocity into the guiding sheath, the physician broke the distal end of the velocity. Therefore, the velocity was removed. The procedure was completed using a non-penumbra microcatheter and the same stent. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.